Event description:
Date of implantation and explantation not exactly known ( implantation date written as (B)(6) 2021 and explantation date written as (B)(6) 2021) , loss of osseointegration (dental implant).